Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient experienced dislodgement on their right atrial - ra lead after initial implantation on (B)(6) 2020. Physician chose to explant and replace the ra lead on (B)(6) 2020. Patient condition post-procedure was stable.